Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861. The run passed the validity and acceptance criteria established. Customer data review: customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 401861. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 was not identified.

Event description:
The customer reported discrepant results with the alinity m resp-4-plex amp kit. On (B)(6) 2024, the customer ran abbott negative controls (with different ids) as patient samples ( (B)(6) ). These were detected for the sars-cov-2 target with cts 40.15 and 34.93, respectively. In the same run, there were a few samples (sids unknown) with very late cts for the sars-cov-2 target. The customer repeated the samples with the roche system and all were reported as negative. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.